Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found leak from probes due to "fluid dripping when instrument stops due to 20 cuvettes out of limit error" and photometer alignments were not holding. Fse ordered a new photometer. Fse replaced photometer, calibrated and ran qc and verified repair per established procedures on (B)(4) 2011. Fse returned on-site (B)(4) 2011 because customer was still seeing leaking reagent probes, suppressed results and dirty cuvettes. Fse found and removed occlusion from wash head probe; fse cleaned all cuvettes and ran instrument. Issue returned with fluid spewing from reagent probe. Fse then ordered a waste solenoid and wash head valve. On (B)(4) 2011, fse replaced canister o-rings, bubble generator, and reagent probe a waste valve. Repair was verified per established procedures and no further issues were observed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak under the cartridge chemistry (cc) reagent probe of the unicel dxc 600 pro synchron clinical system. No injury was reported and no erroneous results were generated.